Event description:
Fractured when placing into patient's mouth. No patient injury.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Device was not received for evaluation, however, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.